Manufacturer narrative:
Final analysis found insulation abrasion at 82.5 cm to 82.7 cm from the connector pin breaching the cable lumen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for routine device change out and upon interrogation, the left ventricular lead exhibited loss of capture. Previously, high thresholds were noted. Fluoroscopy confirmed that the lead had dislodged into the right ventricle. The lead was explanted and replaced.